Event description:
During f/u for a related complaint, the clinical manager reported the pt had a similar experience in the hospital with the f180 nre dialyzer. The details are reported to be similar to a previous event while using the f180 nre dialyzer where the pt's blood pressure dropped and she lost consciousness at the beginning of her hemodialysis treatment. The physician stated the pt had developed an allergy to polysulfone. The dialyzer was changed to a baxter exetra and there have been no further incidents. The event being reported in this medwatch occurred during the hospitalization (in (B)(6) 2013) as a result of the original dialyzer event. Date, dialyzer lot # and event details are not known.

Manufacturer narrative:
Based on the info provided, it is unk if the device may have caused or contributed to the reported event. The post market clinical staff is in the process of reviewing pt medical records. A f/u MDR will be submitted upon completion of the clinical and plant investigation.